Manufacturer narrative:
Pr 9565462 follow up for device evaluation. It was reported there was a black substance on the needle. To aid in the investigation, two samples in opened packaging blisters were received for evaluation by our quality team. A visual inspection was performed with 10x magnification, and no defects or imperfections were observed. No foreign matter of any kind was found. A device history record review was completed for provided material number 305197, lot 3083045. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events have been reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be determined.

Event description:
No additional information received material#: 305197 lot#: 3083045. It was reported by the customer reported black substance on the needle. Verbatim: rcc received a complaint via phone. Pir attached. Product complaint-mds bd precision glide needle . Ref: 305197. Lot: 3083045. Issue: black substance on the needle. Doe: (B)(6) 2024. Sample available: yes /please open task for sample return kit once this is assigned to the rcc. No pt impact. Related (B)(4) (closed).

Event description:
Material#: 305197 lot#: 3083045 it was reported by the customer reported black substance on the needle. Verbatim: rcc received a complaint via phone. Pir attached. Product complaint-mds bd precision glide needle ref: (B)(4) lot: 3083045 issue: black substance on the needle doe: on (B)(6) 2024 sample available: yes /please open task for sample return kit once this is assigned to the rcc no pt impact related (B)(4) (closed).

Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.